Event description:
Customer reported that the system will intermittently loose the image when moved laterally. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a broken wire in the interconnect cable. A ge rep repaired the wire and system operates as intended.